Manufacturer narrative:
Additional concomitant medical products: 429888 lead; implanted: (B)(6) 2015; dtba1q1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed possible undersensing on stored electrogram during right atrial arrhythmia episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.